Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that quality controls were out of ranges. A siemens technical support engineer (tse) specialist reviewed the instrument data and discovered that precision for gluo method was out of range. The tse reviewed the reaction curves for the discordant gluo results compared to the normal results and determined that absorbance scale was small in comparison to the normal curve. The tse also determined that reagent was being delivered and asked the customer to check the sample probe. The customer found that the sample probe was sitting 2 to 3 points high in the arm. The customer reseated the sample probe and ran precision check and quality controls, which were acceptable. The cause of the discordant, falsely low gluo results on four patient samples was due to the sample probe not seated properly causing insufficient sample being picked up from the dilution tray. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia chemistry xpt instrument stated that discordant, falsely low glucose oxidase (gluo) results were obtained on multiple patient samples. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting as expected. The repeat result for one patient sample ((B)(6)) was reported to the physician(s). The customer did not provide patient data for three patient samples and it is unknown if the repeat results were reported to the physician(s) for those patients. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low gluo results.

Manufacturer narrative:
The initial MDR 2432235-2016-00318 was filed on june 10, 2016. Corrected information (6/14/2016): the initial MDR states that the advia chemistry xpt instrument serial number is (B)(4). The correct serial number was provided by the customer as (B)(4).